Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The lead was secured with silicone oil and the device was implanted successfully. No adverse consequences occurred to the patient.